Event description:
Caller reported experiencing a cartridge alarm issue, specifically cartridge alarm 30. Customer's blood glucose level was displayed as "high," but the specific value was unknown. To address the issue, customer administered a correction injection using multiple daily injections (mdi) and did not require incapacitated assistance from a third party. Technical support resolved the issue by initiating a replacement pump shipment and informed the caller about steps to follow when the new pump arrives, including putting the current pump into storage mode. Replacement infusion sets were also sent at the patient's request.